Event description:
It was reported that it was recently found that the left ventricular (lv) lead was not pacing. But according to the physician, all the parameters were good, and the radiography examination found no lead dislodgement, fracture, or myocardial perforation. It was also reported that the physician opened the patient once again and assumed the problem was due to patient anatomy. The lv lead was not explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).